Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a certas valve (ID 828804) with no flow. Revision was performed 6 months after implantation and it was replaced with another certas. Catheters were working as expected.

Manufacturer narrative:
Certas valve was returned for evaluation: failure analysis - the valve was visually inspected; the needle guard was raised and a small tear/cut the silicon housing around the siphon guard was noted. The valve passed the tests for programming, occlusion, leaks, reflux, siphon guard and pressure. The siphon guard was removed and visually inspected a cut/mark was noted in the siphon guard. The needle chamber was dismantled; the needle guard was bent, and glue traces were noted on the needle guard and the silicone base. No root cause could be determined as the technician could not confirm any flow issues at the time of investigation. The root cause for the raised needle guard noted during the investigation is due to wrong handling as noted in the IFU: do not fold or bend the valve, folding or bending might cause rupture of the silicone housing, needle guard disc dislodgement or occlusion of the fluid pathway. The root cause for the cut/tear in the silicone housing around the siphon guard is probably due to a sharp or pointed object coming into contact with the silicone, as noted in the IFU silicone has a low cut and tear resistance. The root cause for the mark in the siphon guard is due to a sharp or pointed object coming into contact with the siphon guard. The possible root cause for the issue ¿valve no flow of liquor¿ reported by the customer could be biological debris interfering with the valve mechanism, as shown in the investigation no flow issues were noted with the valve.

Event description:
N/a.